Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred and that the customer did not see insulin drops coming out of the tubing. The customer changed the supplies and resumed insulin delivery. There was no impact to the customer's blood glucose level.